Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 43 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the customer had active insulin in the body (insulin on board) and over-bolused via the pump. Recommendation was made to consult with healthcare provider regarding diabetes management.